Event description:
The customer reported higher than expected cardiac troponin (accutni) results were generated on an access 2 immunoassay system for three patients. The initial accutni results were within the risk stratification range for one patient and above the acute myocardial infarction (ami) threshold cut-off for two additional patients. Upon repeat on the same and another instrument, the results were lower, considered valid, and reported out for two patients. The repeat results for patient one were within the risk stratification range, and collectively did not meet the stated assay precision claims. The repeat results for patients two and three respectively recovered within the normal reference range and the risk stratification range. The initial results were not reported outside of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in serum tubes with gel separators and centrifuged prior to testing. The samples were analyzed from the primary tubes. Beckman coulter inc. Assessment of customer supplied data indicated that both levels one and two of accutni quality control (qc) results met customer established specifications prior to the event. However level three qc controls repeatedly failed to meet customer established specification. Instrument routine system check results generated prior to the event meet established specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered air bubbles in the wash pump and line from the precision pump to the main pipettor. The fse cleaned the precision valve and rebuilt the precision pump with new seals and orings. The fse replaced the wash valve, main pipettor tip and performed all the necessary alignments. The fse performed a routine system check and a high sensitivity system check which both yielded acceptable results. Upon completion of the necessary and verified repairs the instrument was returned into operation although service was dispatched and addressed some hardware issues, a definitive root cause has not been determined to date for this event.